Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "error temp" during treatment. The device was exchanged with a backup device. When the distibutor investigated the device the error message "ram error" has been displayed. A getinge service technician investigated the affected device. According to the communication grid dated on 2020-12-23 a demo test ran for 3 days. No error messages occurred during the test. No parts have been replaced. The device works normally. The rotaflow drive and console have been cleaned by the technician. All tests according to the service manual were passed. Chapter h1.1.1.10 and h1.1.1.18 of the rotaflow risk analysis version v06 (dms# 2023689) was reviewed on 2020-11-28 and following most probabl root cause could be determined: temp error: overtemperature condition in the device, e.g.: * increased heat generation due to short circuits; * defect battery; * heat accumulation; * heat generation due to motor blockage; * device used out of specification; * charging of battery. Ram error: bubble/flow sensor failure, e.g.: * malfunction of bubble/flow sensor electronics; * dried contact gel; * user forgot renewing contact gel; * mechanical defects (impact); * sensor not detected although sensor is connected; * device used out of specification; * software error. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-12-03 with the following outcome: in chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: - only operate the rotaflow system within the specific technical and ambient conditions (¿ "ambient conditions"). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. - make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The product in question was produced in 2020-03-10. The device history record (DHR) of the rotaflow console (material: 70105.1696, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-11-25. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure "temp error" occurred dring patient treatment, the reported failure "ram error" occurred during investigation by the distributor. The device was directly involved in the event. A getinge service technician could not reproduce the reported failure. The failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that after five days of treatment the rotaflow displayed the error message "temp". The device was exchanged with a backup device. No patient harm occurred. The distributor investigated the device and the error message "ram" was displayed after the stat up. Complain ID: (B)(4).